Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (2g, intraperitoneally (ip), stat plan was to repeat on 5th day, duration was not reported) and fortum injection (1g, ip stat and once a day, duration was not reported) for peritonitis. At the time of this report, the patient was recovering from the event. It was reported that re-training on the proper aseptic technique was planned. Pd therapy was ongoing. No additional information is available.